Event description:
It was reported that after a device changeout procedure, this right atrial (ra) lead exhibited high capture thresholds, loss of capture (loc) and undersensing. Boston scientific technical services (ts) discussed the possibility the lead could have been damaged during the procedure. The patient experienced muscle stimulation. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.